Event description:
It was reported that the pump presented with air in line, sensor defect. The issue was observed during functional testing in workshop. There was unknown patient involvement.

Manufacturer narrative:
H3: one device was returned for evaluation. Service history review found that this device has not been serviced in the past 12 months. Visual evaluation found the device in good condition and no physical damage was found on the pump. The labels were undamaged. Functional tests found the device passed the battery loss alarm test. The reported problem of air in the line, sensor defect" could be confirmed. The cause of the problem was unknown. The air detector was replaced.